Event description:
It was reported that a patient noticed that there was a wet part found on her bed. A staff came in to see her and check that it was coming from the tubing on the medication. Leaking med noted on the filter of the tubing. Medication stopped. Treated as a chemo spill. Restarted a new bag and new tubing of medication after chemo spill protocol done. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.